Event description:
It was reported that the customer received multiple occlusion alarms. Customer's blood glucose level was impacted (398 mg/dl). Customer administered a manual insulin injection. Customer changed the cartridge and infusion set and blood glucose level stabilized (100 mg/dl).

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.